Event description:
The nurse took the fasting blood sugar at 1700 and the result was 247. Patient was treated with 5 units of regular insulin. About 15 minutes after the administration: patient's husband stated that she was having hypoglycemic reaction. Rn re-checked the blood sugar and found it was 259. The physician and np came right away and determined that patient may be experiencing a stroke. The stroke team was called. The blood sugar was re-checked again and found to be 12. Two glucometers were used that registered the high blood sugars. Both were pulled from service and sent to the laboratory for repair. Replacements were sent to the patient care unit. Investigations as follows: 1. Nurse technique appropriate. 2. Question of whether the new cleaning procedure for glucose machines may be altering results. Trial is in progress. 3. Patient may have had a simple insulin reaction. Patient is doing well and has been discharged.